Event description:
The customer reported approximately 2-3 ml of clear fluid leaked and blood dripped from under the beckman coulter coulter lh 750 slidemaker. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds. The facility does have a risk management / exposure control plan is in place. On (B)(6) 2012, a field service engineer (fs)e was dispatched to investigate the event. The fse found tubing on pinch valve 20 was torn and leaking diluent. Tubing through pinch valve 20 (vl20) carries waste from rinsing of the reservoir and dispense lines and may contain blood and diluent during normal operation and lh cleaner (coulter clenz) during shutdown. The fse replaced the tubing and performance was verified. The cause of the leak was a torn tube through vl20.

Manufacturer narrative:
(B)(4).